Manufacturer narrative:
Memo for the submission added - attachment: [memo - MDR submissions.pdf]

Event description:
It was reported that during surgery, when the anspach drill was plugged in, there was a distinct buzz noise coming from the drill. Upon inspection, there was a small 2mm tear in the air cooling rubber cable that was making this sound. The drill was not used in the procedure, and the surgeon completed the surgery manually with s&n journey ii instruments without delay. No other complications were reported.

Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. Device history record review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint provides instructions for the user in the "navio¿ surgical system preventative maintenance¿ section: "inspect all cables and power cords for signs of damage or deterioration. Replace as necessary." Accordingly, product labeling has been ruled out as a cause of the complaint. The subject device was not made available to the designated complaint unit for evaluation and thus visual and functional inspection could not be performed. This failure is an identified failure mode within the risk assessment. The root cause was established to be undetermined after investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed